Event description:
The manufacturer received information alleging back enclosure gapped on back corner. There was no harm or injury reported. During the evaluation of the device, the device would not power on or operate as it should. Critical error 195 and 290 were observed in the error logs. The complaint of back enclosure gapped was unable to be confirmed. The internal battery was replaced to resolve the issue. Inlet air path assembly and removable air path foam were replaced per remediation. The software is current and the device passed all testing.